Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm and had a blank display. Customer's blood glucose was 303 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.